Event description:
The facility stated that the surgeon implanted a aq2003v 3 piece silicone lens. The lens haptic broke upon insertion into the eye. The lens was removed. No pt injury. The injector model msi-pm and the cartridge model aw 2.8s, lot number were not specified by the facility.